Event description:
It was reported that the system controller was exchanged on (B)(6) 2026 at night as the patient was getting ¿replace backup battery¿ alarms. The nurse called the ventricular assist device (vad) line and was instructed to change the system controller as the ¿lines were twisted". The log file captured emergency backup battery (ebb) faults on (B)(6) 2026 due to the emergency backup battery (ebb) failing the load test. The remainder of the log file was unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms while using the system controller (serial number (B)(6) was confirmed via log file analysis. The log file captured backup battery fault alarms on (B)(6) 2026 due to the backup battery not passing its internal load test. These alarms remained active until events consistent with a system controller exchange were captured. The driveline was disconnected at this time and the controller shutdown sequence was initiated. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the system controller was exchanged at bedside by a nurse in response to the alarms. It was also reported that the ¿lines were twisted¿. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.